Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included only one lot number for fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire sets of this lot have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported during a follow up call that a peritoneal dialysis (pd) patient encountered a prior occurrence of fluid leak due to a loose connection between the apd luer lock connector to the baxter solution bag during the last fill of pd treatment. The patient reported that they felt the connection was tight enough during setup and suspect that it may have come loose during treatment. The patient's contact reported receiving an air detected in cassette alarm during the last fill. It is unknown at which point in therapy the leak may have begun. There was no fluid leak observed within the cycler. The patient's contact was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that treatment was not completed because he felt enough treatment was already completed at the time of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The apd connector used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.